Manufacturer narrative:
Findings: unable to prime unit during prime/a33 test due to cracked end cap. Unitreceived with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched lcd window

Event description:
Customer reported damage to insulin pump. The blood glucose reading was 158 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to cracked end cap. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube and scratched lcd window.